Manufacturer narrative:
An event of device embolization and device explant was reported. A more comprehensive assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that on (B)(6) 2021, a 32 mm amplatzer septal occluder was implanted. On an unknown date, device embolization was observed and the occluder was explanted. The patient was reported to be in stable condition. Additional information was requested, however unable to be obtained.